Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: when asked what the circumstances were that led to ins not working the patient responded that they had it for 7 years, and the not only they didn't feel that it was on, they couldn't go to the bathroom and were hurting because it wasn't working. The hcp tried all four programs and got no improvement, so the device was replaced. The new device is working great for the patient and no further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that it was no longer working and it caused the patient pain not being able to go pee. The patient stated that they put in another one. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
The date was approximated.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the patient's implantable neurostimulator (ins) was not working, noting that the patient was not feeling it anymore and she had a return of her target urinary retention symptoms. It was also noted that the programmer was showing it needs to be programmed. The patient was assisted in syncing the ins and the programmer was showing an informational message that the ins battery level was low. The patient by-passed the screen and confirmed that the stimulation was currently off and it's set at 2.6v. The patient was further assisted in turning the ins back on and lowered the amplitude to 2.4v where it was comfortable. There were no further complications or anticipations reported with this event.